Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, runthrough; guide cath: rv. Evaluation summary: evaluation of the returned product found blood and contrast visible in the loosely folded balloon and in the inflation lumen, consistent with preparation and leak while in the patient anatomy. An indeflator, filled with water, was used in an attempt to pressurize the balloon but the balloon would not inflate. After the catheter was left pressurized to dissolve the blood and contrast in the inflation lumen, fluid was observed leaking from a tear in the shaft at the guide wire exit notch. When the tear in the shaft was plugged, the balloon was inflated up to 12atm with no damage noted to the balloon. In this case, it is likely that the tear in the shaft was what was perceived by the account as a balloon rupture. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite direction as the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. As there was no damage or leak noted to the catheter during the inspection or preparation prior to use, it is likely the tear in the shaft occurred during the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures or tears in the shaft for this lot. The reported difficulties and noted damage appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a bifurcation lesion in the left anterior descending (lad) artery with mild tortuosity and mild calcification. A non-abbott stent was implanted in the proximal lad. Kissing balloon technique was attempted with the stent delivery system balloon in the proximal lad at 6 atmospheres (atm) and the trek balloon in first diagonal vessel at 6 atm. The mini trek balloon was advanced past the stent without issue; however, the balloon would not inflate due to a balloon rupture. A non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects. No additional information was provided.